Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing low blood glucose of 20mg/dl. The paramedics were called and treated him to bring his blood glucose up to 80mg/dl. The customer stated that recently he had a cataract surgery, and he attempted to correct his high blood glucose, but he believes he entered the incorrect amount of insulin. No further information was provided.